Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. The field service engineer found that the auxiliary drawer 4.2/4.2 had all cubies off the bus, and the red light in the rear bottom right was flashing rather than staying solid. The field service engineer reseated the row board cables and retractor cables, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple failed drawers. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.